Manufacturer narrative:
This is the final report.

Event description:
A complaint of the patient having difficulty charging his ipg was received. X-rays confirmed the patient's ipg had flipped over in the pocket site. The pocket was revised and the patient is doing well.